Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, assisting the customer through the process, and confirming that the error did not reappear. The customer successfully started a new sensor session.